Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing and pacing inhibition. It was noted that the patient did not receive inappropriate therapy. The physician did not want to perform an invasive procedure on this patient, but wanted to asynchronous pace the patient. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
A technical services (ts) consultant discussed that the only asynchronous mode was in temporary bradycardia. Ts suggested decreasing the right ventricular sensitivity, and discussed that all timing was rv based. It was noted that this would be discussed further with the physician. Additional information was provided that the physician had elected to continue monitoring the patient. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The patient died approximately three years later with no allegation relating to the crt-d system. The device was returned over two years later and underwent standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.